Event description:
Additional information received reported that the patient received assistance from the representative and her concerns were resolved. An appointment was scheduled on (B)(6) 2012. It was also noted the patient was still having concerns regarding her device but the patient will work with her doctor or the representative.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ lead product ID 37752, lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37743, lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).

Event description:
Additional information received reported that the patient had a lack of coverage and had an additional lead placed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated when the patient turned their device amplitude up, it "felt like a shocking at the end of the lead." The patient had an appointment to have the device checked. Additional information has been requested, a follow-up report will be sent if additional information becomes available.